Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The issue at the customer site has occurred previously and investigations performed on the same e601 analyzer determined the high results were caused by a sample carry-over from the c501 analyzer into the sample tube. Spilled and dried sample had accumulated over time around the sample pipetting station and on the sample probe of the c501 analyzer. Particles of dried sample can be transferred into the sample tube from the sample probe of the c501 analyzer and can be transferred to the e601 analyzer via the sample tube. These particles stick to the outside of the sample tip of the e601 analyzer and can be transferred into the incubation vessel even without being aspirated. When aspirated, they are too small to trigger a clot alarm. The particles can increase the recovery of tnths. Since the customer performs operator maintenance and cleaning only with deionized water, an issue with contamination cannot be completely excluded.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs assay (tnths) on an e601 analyzer. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 26.62 pg/ml. The sample was repeated on the same analyzer, resulting as 10.33 pg/ml. The sample was also repeated on a different e601 analyzer, resulting as 10.22 pg/ml. The patient was not adversely affected. The tnths reagent lot number and expiration date were requested, but not provided. A field service engineer replaced the sipper probes on the analyzer. The customer performs cleaning maintenance only with deionized water since alcohol and hypochlorite have been forbidden in the laboratory.